Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The customer tried leaving the wall adapter plugged into an outlet for at least 30 minutes, and the pump began charging, resolving the issue without the need for further assistance.